Event description:
It was reported that small holes were observed in the tubing of a clearlink IV set. It was not reported when this had been observed, nor if there had been patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the device was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.